Event description:
It was reported occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy. Reportedly, the customer used the cartridge over 48 hours, tandem technical support educated the customer to change supplies within 48 hours with humalog brand insulin. However, occlusion alarms continued and the customer resolved them by changing the infusion set and the cartridge successfully resuming insulin.